Event description:
It was reported that meal announcements for the ilet bionic pancreas were made after meals or omitted at school, and the caregiver was instructed that meal announcements must occur prior to eating. No reported symptoms. Outcomes included no impact reported. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed user technique error related to timing of meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement timing.